Event description:
In 2002 customer called and told company that their one touch ii meter shows irregular high results and because of this they had a hypoglycemia. Yesterday morning at 8:35 am customer got a result of 105 mg/dl. Customer took 14 units nph insulin, went to the bathroom and then wanted to have breakfast. About 10 minutes later customer fell down in the bathroom and was unconscious. Customer is not able to tell company the symptoms because everything happened so fast. Spouse tried to wake customer up and after 15 to 20 minutes they woke up. Company's customer took 2 units of glucose and 2 units of carbohydrates. The next test with the one touch ii was made at 9:50 am and they got a result of 120 mg/dl. At 12:00 pm customer got a result of 268 mg/dl, took 18 units of normal insulin and ate 2 units of carbohydrates. Customer felt better. After this happended customer compared their one touch ii to customer's one touch basic plus and got following results: 0t ii - 327 mg/dl and one touch basic plus 206. Customer shot self with the penlet plus once and had to push finger to get more blood for the second test with ot basic plus. Customer told company that customer always takes 14 units of nph every morning. Customer did not take more than usual on the previous day. Customer felt very good that morning. Their blood glucose result the night before at 10 pm was 50 mg/dl. According to this result customer ate one unit of dextrose and took 14 units of nph insulin.